Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. A new charging cable was sent to the customer to resolve the issue.